Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The flouro functions board, collimator and high voltage cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system collimator coned down and prevented the customer from seeing anything. This can cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.